Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump alarmed for a motor error during the occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose over 600 mg/dl. It was stated that the customer had issues with the insulin pump and had not been receiving insulin for several hours. Customer's mother stated that the insulin pump alarmed compromised force sensor during prime. The insulin pump was not bumped or dropped. The drive support cap is normal. Troubleshooting for high blood glucose was declined. It was also stated that the dome sticker is missing. Nothing further reported.